Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, immediately post deployment, the valve embolized. On post-operative day (pod) 2, the valve was explanted. Patient received an evoque valve in tricuspid position where, during the procedure, the initial depth was excessive (more than 4cm), but height-gaining maneuvers were performed, allowing 3 cm below the annulus to be reached. With advanced maneuvers the annulus was successfully accessed in all aspects before release. Imaging quality was bad, but from the spin there was no suspicion of a pinned leaflet. Also, after several spins, physicians confirmed that all 9 anchors were engaged. The valve started ventricular, the device was advanced to get more posterior; however, during deployment, the anterior side dislodged. Then upon full expansion, the valve flipped completely septal. There was significant leaflet tethering, big papillary muscles and a little bit of wire push. According to the physician, they could not see any engagement with chords or moderator band. As per medical opinion the perceived root cause of the malposition is unknown, but could be a sizing issue. On pod 2, the patient went to surgery to explant the evoque valve and was extubated on pod 5. According to the physician the patient is in stable condition and was transferred out of the ICU to a step down unit. After internal review of post-procedure imaging, there is confirmation that the evoque valve embolized into the ventricle on the septal and anterior sides. The valve appears unstable and there is mild transvalvular tricuspid regurgitation (tr) with moderate to severe bidirectional paravalvular leak (pvl).

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for 'malposition-valve embolizes' into ventricle was confirmed with objective evidence via imaging evaluation. Available information suggests potential contributing factors to these findings include suboptimal device positioning, severe leaflet tethering and papillary muscle height in the patient, and device shadowing in imaging. Malposition events such as embolization may be caused by a variety of factors such as device to native anatomy sizing (perimeter-derived diameter), use factors and procedural factors. Therefore, the most likely cause of this event is due to operational context. Based on extensive complaint investigations, the root cause for events more likely due to various procedural, patient, imaging or a combination of these factors, such as difficult or lack of leaflet capture, leaflet plastering (septal, fixed leaflet to septal wall), and device shadowing. These events are not associated with manufacturing non-conformances or deficiencies. Device malposition is a known potential adverse event listed in the evoque IFU. The evoque IFU and training manuals provides instructions on device use, warnings, cautions intended to mitigate these events and are sufficient to address these events. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Additional information received from article: prior to the procedure, patient had a history of dyspnea, peripheral oedema and a history of acute decompensated heart failure.